Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a difference in recognition on device handling or reprocessing steps between the olympus recommendation and the user facility. The user can prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Event description:
An olympus endoscopic support specialist (ess) visited the customer's facility for a scheduled cds in-service. The ess was made aware by the customer that the facility does not perform the required aspiration reprocessing steps that are listed in the instructions for use (IFU) for manually cleaning the duodenovideoscope. Therefore, this complaint has been created to capture insufficient or incorrect reprocessing steps for the endoscope. There were no reports of patient involvement.

Manufacturer narrative:
The product is not being returned for investigation as an in-service was conducting onsite. An olympus endoscopic support specialist (ess) was made aware during a cds refresher in-service for the subjected device that the customer does not perform the required aspiration reprocessing step following brushing during the manual cleaning steps. The customer has a flexipump independent flushing system and following brushing flushes all of the channels including the instrument/suction channel with detergent/water/air. Customer then washes and high level disinfects the endoscope in the evotech ecr. The ess gave a cds in-service on the subjected device to the staff at the facility. Utilizing a tjf-q190v, ess discussed the reprocessing steps from leakage testing through the aspiration of the instrument/suction channel using the suction cleaning adapter while one of the attendees return demonstrated at the sink for the group. Customer would then utilize the flexipump independent flushing system to flush all of the channels with detergent/water/air. Ess spoke with lead certified registered sterile processing tech, sara palm regarding performing the required aspiration step. Ess discussed that all manual cleaning steps for the tjf-q190v endoscope must be performed regardless if an aer would allow you to eliminate steps. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.